Manufacturer narrative:
One of the filter supporting struts was broken, but the physician thinks this might have occurred during filter extraction, but cannot be sure of this. This event was previously reported to the FDA by the user facility in report number (B)(4). The implant was in (B)(6) 2010, specific date is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
An optease filter, which had been placed at another facility after a motorcycle accident approximately six months ago, was removed. The retrieval was difficult but successful. However, a portion of the filter retrieval hook broke off and could not be localized. During the removal procedure, a loop snare was used to engage the filter hook. An attempt was made to dissect the filter off the cava wall by pulling on the retrieval snare and pushing the sheath up. Though able to get the filter partway into the sheath, quite a bit of force was required and the filter would not completely engage the sheath. A loop snare was again inserted and used to grasp the hook. Though able to get the filter further into the sheath, it still would not come as it was stuck at the cranial end. Quite a bit of force was required and ultimately the snare released as the hook had straightened out. A guide wire was negotiated through the interstices of the filter and down the ivc. A loop snare was used to extract the wire back through the sheath. With this configuration, the end of the filter was off axis with the sheath. The loop was placed snare up and grasped the bottom of the filter and used that to guide the device into the sheath. The looped guide wire was then used as an anchor and managed to work the sheath up around the filter and ultimately, the filter was extracted. It was pulled up into the sheath and then the sheath removed in its entirety. Homeostasis was achieved with manual compression. When the filter was removed from the sheath, considerable fibrin material was noted wrapped around the cephalad interstices of the device. The loop portion of the hook was missing. Fluoroscopic image of the abdomen was obtained and could not localize any fragment. Chest x-ray was negative for foreign body. It is possible that it was removed, but we cannot find this very tiny, clinically insignificant piece. One of the filter supporting struts was broken, but the physician thinks this might have occurred during the difficult filter extraction. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product remains implanted in the patient and was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The optease filter is indicated for temporary placement for up to 14 days in the us. In this case the filter was left in for approximately six months, clearly in excess of the recommendation put forth in the IFU and allowing for endothelization of the product as noted by considerable fibrin material wrapped around the cephalad interstices of the device. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported strut fracture and hook separation. However, as noted by the physician procedural factors may have contributed to the reported event.

Event description:
Opt ease filter placed at another facility after a motorcycle accident approximately six months ago. Removal was difficult but successful. However, a portion of the filter retrieval hook broke off and could not be localized. During the removal procedure, a loop snare was used to engage the filter hook. An attempt was made to dissect the filter off the cava wall by pulling on the retrieval snare and pushing the sheath up. Though able to get the filter partway into the sheath, quite a bit of force was required and the filter would not completely engage the sheath. A loop snare was again inserted and used to grasp the hook. Though able to get the filter further into the sheath, it still would not come as it was stuck at the cranial end. Quite a bit of force was required and ultimately the snare released as the hook had straightened out. A guide wire was negotiated through the interstices of the filter and down the ivc. A loop snare was used to extract the wire back through the sheath. With this configuration, the end of the filter was off axis with the sheath. The loop was placed snare up and grasped the bottom of the filter and used that to guide the device into the sheath. The looped guide wire was then used as an anchor and managed to work the sheath up around the filter and ultimately, the filter was extracted. It was pulled up into the sheath and then the sheath removed in its entirety. Homeostasis was achieved with manual compression. We took the filter out of the sheath and saw considerable fibrin material wrapped around the cephalad interstices of the device. The loop portion of the hook was missing. We looked in all of the sheaths that we had used and could not find this tiny piece of metal. Fluoroscopic image of the abdomen was obtained and could not localize any fragment. Chest x-ray was negative for foreign body. It is possible that it was removed, but we cannot find this very tiny, clinically insignificant piece.